Manufacturer narrative:
The pump had a constant motion sensor test failure alarm during the rewind due to a motor encoder signal out of phase. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests due to the motion sensor alarms. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump turned off after having an MRI; however, after it restarted and during rewind it alarmed motion sensor test failure and needed a time and date reset. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.